Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the numbers on the insulin pump's screen were ramping up without stopping. Customer's blood glucose level was 14 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected number ramping during testing. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.